Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that the balloon was subjected to positive pressure and no issue were noted. The stent was deployed and not returned. A visual and tactile examination identified no issues with the catheter. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in a subclavian artery. A 10.0x40x135 cm express¿ ld vascular stent was deployed to the lesion. However, it was noted that one part of the stent was not adhering to the vessel wall. The physician advanced another stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in a subclavian artery. A 10.0x40x135 cm express¿ ld vascular stent was deployed to the lesion. However, it was noted that one part of the stent was not adhering to the vessel wall. The physician advanced another stent and the procedure was completed. No patient complications were reported and the patient's status was stable.